Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a few plates from one box of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination is reported. The following information was provided by the initial reporter: customer is reporting contamination on 221261, lot 2334272. Circular contamination on the corner of the agar, there is different colors on different medias such as white or yellow.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2334273 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2334272. Retention samples from batch 2334272 were not available for inspection. No return samples or photos were received for investigation. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.

Event description:
It was reported that a few plates from one box of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination is reported. The following information was provided by the initial reporter: customer is reporting contamination on 221261, lot 2334272. Circular contamination on the corner of the agar, there is different colors on different medias such as white or yellow.